Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained a 3 lead ECG cable to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The one step complete electrode pads were not returned for evaluation. The customer was contacted and the electrode pads were discarded at the customer site and the lot number was not known. Analysis of reports of this type has not identified an increase in trend.